Manufacturer narrative:
Device evaluated by MFR: a balloon dilation catheter was received for analysis. A visual examination of the balloon revealed that the device had been subjected to positive pressure and deflated prior to return. During analysis, the device was attached to an encore inflation device and the balloon was inflated to its rate of burst pressure with no loss in pressure noted. The inflation device was verified before and after use. A visual and tactile examination found that the shaft was kinked at various positions along its length. This type of damage was consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 5.0 x 180, 135cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated for 10 seconds however it ruptured at 20 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 5.0 x 180, 135cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated for 10 seconds however it ruptured at 20 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(6). (B)(4).